Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that his onetouch ultra meter was powering off after he applies the blood to the test strip. The reported issue first occurred at 6pm two days prior to contact. After the power issue began, the pt continued to take his usual dose of diabetes medications (glucophage and 30/70 insulin). He claimed that 24 hours after the power issue began, he started to feel shaky and thirsty. The pt administered self-treatment with apple juice and felt better afterwards. No blood glucose tests were performed on another device. According to the troubleshooting performed by customer service, the power issue was resolved with training: the pt was able to obtain a successful test on the phone with the csr. This complaint is being reported because the pt allegedly developed hypoglycemia 1 day after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.